Event description:
The customer reported having low blood glucose and paramedics were called. The customer stated that his blood glucose reading was 52mg/dl when the paramedics arrived at his home. The customer stated that he treated his low glucose with orange juice earlier and went to sleep, but he did not wake up. The customer was offered to be taken to the hospital and he refused. Troubleshooting was performed. The settings on the insulin pump appeared to be accurate. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.